Event description:
It was reported that the device displayed new sensor during a sensor session. The sensor was inserted into the abdomen on (B)(6) 2021. Data was provided for investigation. No product or data was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).